Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via phone call that there was a leak on the reservoir. Customer's blood glucose was unknown. Customer mentioned all the insulin was lost when filling reservoir. Customer was unable to troubleshoot at time of call. Customer will not be returning the reservoir for analysis.